Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for follow up. The lead was diagnostically imaged. Externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. Lead to be monitored.

Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 20.0cm was returned for analysis. External insulation abrasion was noted at 16.0-16.1cm and 18.2-19.3cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. External insulation abrasion was noted at 11.3-12.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location.

Event description:
New information received indicated that the patient presented to the ER after receiving a shock. Several episodes of noise were detected. The lead was capped and replaced.